Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov1110092. No abnnormal issue was found in the manufacturing process, technical testing and quality control inspection, manufacturing process complied with the dmr. Retention samples were checked for reported lot and can meet with qc criterion. The issue could not be found. Complaint is not verified.

Event description:
Invalid result (s). Test cassettes did not produce results. User appeared to perform test procedure correctly.